Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Event description:
Customer reported via phone, she was unable to rewind the device because the act button on the insulin pump was unresponsive. Customer's blood glucose was 194 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.